Manufacturer narrative:
This supplemental report is submitted to provide the results of a device history record review and legal manufacturer's investigation results. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, however, a conclusive root cause for the reported problem could not be determined.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and leak was found coming from sheath on bending section rubber, deep scratches and chipped off material were also noted on the rubber. Non olympus glue was noted distal end, non-olympus objective lens cement was peeling off, non-olympus light guide tube & video cable was noted and non-olympus soldering was on bending mesh.

Event description:
It was reported that the rubber insulation on the bending tip of the manipulation and insertion tube was damaged. Portions of the tube were missing. No patient involvement was reported.